Manufacturer narrative:
This medwatch report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The carefusion fse went onsite and confirmed that the unit won't pressurize above 7 cm/h2o. He discovered that the mean pressure adjust knob pointer had skipped over stop and it was not possible to be adjusted to the maximum. The fse realigned the knob and pointer. The unit passed the patient the circuit calibration and vent performance check. Checked all alarms. All ok now.

Event description:
The following description of the event was documented by a carefusion tech support specialist in a response to a phone conversation with a user facility representative on (B)(6) 2014. The customer called to report that they can't get this unit to pressurize. They reported that the rts think that something is leaking internally. They told them they heard something internally leaking. There is nothing to indicate that there was any harm to the patient.